Manufacturer narrative:
The unit was unable to prime during the prime/compromised force sensor system alarm test due to a faulty force sensor resistor. The insulin pump passed the displacement test, rewind test, basic occlusion test, self-test, and unexpected restart error test. The unit passed all operating currents tested within the specification range and passed the off no power test. The unit had missing segments due to a bleeding lcd glass, had cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, and minor scratches on the display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report a partial display. The customer's blood glucose level was unknown. No further details were provided.